Event description:
It was reported that a patient experienced unresponsiveness to touch, and the screen occasionally going black. There was no adverse impact to the customer¿s blood glucose level. The patient opted out of troubleshooting and requested documentation of these issues for insurance purposes, but no additional corrective actions or outcomes were reported.